Manufacturer narrative:
An event regarding crack/fracture involving a scorpio insert was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report and arthroscopy report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient experienced aseptic loosening and break of polyethylene.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient experienced aseptic loosening and break of polyethylene.